Event description:
It was reported that during the preparation for a stenting treatment procedure in the right coronary artery, while unpacking the device, it was noted that it was fractured. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).